Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument to perform failure analysis (fa). The instrument was analyzed and was found to have a broken conductor wire within the monopolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing at the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires was exposed. The yaw pulley was thermally damaged. Components adjacent to the broken wire did show damage. Additional observation not reported by the site were also identified. The instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appeared to have burnt off from the charring that occurred near the distal clevis. Components adjacent to the yaw pulley did not show thermal damage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer reported the permanent cautery hook instrument was not functioning properly. The procedure was completed with no reported injury.